Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon evaluation, the trunk cable connector pin 10 was recessed and the ECG a and b assay boot was pulled from the distribution node. No wires were visibly damaged from the pulled boot. The cause for the recessed pin and strained boot cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
The husband of a (B)(6) old female patient contacted zoll customer support to report that the patient is receiving constant check belt messages. The patient was provided with a replacement electrode belt.